Event description:
The facility representative reported to baxter one colleague pump which experienced a false air in line alarm on channel a. The reported condition occurred upon power up . According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
The device has been received by baxter, and is currently being evaluation. Upon completion of baxter's investigation or receipt of any additional information, a follow up medwach will be submitted. (B)(4)

Manufacturer narrative:
The reported condition of, channel a has an air in line error, was confirmed due to an out of calibration channel a air-in-line printed circuit board. The channel a pump head module was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. Additional information: this device utilizes user interface module master software version 5.04.00 categorized as unremediated. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of "air in line - false alarm". (B)(4).